Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the seal plate of the jaw disengaged and fell into the pt cavity. The object retrieved and there was no pt injury.